Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 were not on the bus. A field service engineer checked the cables and connections, all of which were secure. The configuration was checked and set. The retractor bands showed no signs of damage. The drawer controller was tested and failed the test. The drawer controller was then removed and replaced. The system functioned as intended after the field service engineer repaired the device.